Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. Updates to section h6. The legal manufacturer was unable to determine a root cause. A DHR review found no abnormality and it was verified the device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem of "the comp out port not working properly and not sending image" was confirmed and the root cause assigned to a faulty printed circuit board. The printed circuit board was replaced and the unit video output signals and images verified within specification.

Event description:
A user facility reported to olympus that their cv-190, evis exera iii video system center failed to send an image due to "comp out port not working properly." An image was unable to be seen with the scope and no error messages were generated. The user facility detected no issues with the scope and the scope functioned as expected when used with a different cv-190, evis exera iii video system center unit. The problem occurred during a procedure which was completed using another similar device. Details pertaining to the patient were unknown by the reporter. No patient harm or injury was reported by the user facility. The user facility believed the intended procedure was a "bronch" procedure but it could not be confirmed.